Manufacturer narrative:
The investigation was just started, the result will be forwarded in a follow-up report.

Event description:
It was reported that during a case, the user found there was no gas output, but the device auto-ventilation worked normally and the curve was normal. The spo2 of the patient dropped, however, the patient was not harmed.

Manufacturer narrative:
For the investigation the logfile and the provided information were analysed. According to the logfile no relevant entries were found on the reported date of event. However, on-site a broken hose of the apl and peep valves were identified. However, in case of broken apl and peep valve hoses, according alarms would be given during use and corresponding entries would be stored in the logfile. Nevertheless, no such logfile entries were found during investigation. Thus, the described issue could not be finally reconstructed. In general, as described in the IFU, the pre use test includes that the ventilation system is not ready for use until the bag is properly positioned and all tubing is properly connected. According to draeger's maintenance instructions (ipm and ipm-l), the person in charge should be trained and check the condition of the hoses, hose connections and colour coding. It is not known how the hoses have broken. Since the user reportedly was able to solve the symptom during use, it can be concluded that the user is trained in general. As further reported, the user facility does not use the draeger service. Draeger finally concludes that the lack of performing the maintenance according to draeger's maintenance instruction was the underlying root cause of the found broken hoses. However, based on the logfile review, as described above, the reported symptom could not be reconstructed.

Event description:
It was reported that during a case, the user found there was no gas output, but the device auto-ventilation worked normally and the curve was normal. The spo2 of the patient dropped, however, the patient was not harmed.